Manufacturer narrative:
A product investigation was completed: the returned instrument was examined and the complaint condition was able to be confirmed as the distal tip of the driver was found to be deformed. No definitive root cause was able to be determined based on the complaint description; this failure mode is typically associated with wear and tear and/or improper technique. The t8 stardrive screwdriver shaft (314.467) is a common trauma instrument, noted in many system technique guides including. In each instance the instrument is utilized for screw insertion/removal. The returned instrument was examined and the complaint condition was able to be confirmed as the distal tip of the driver was found to be deformed. No definitive root cause was able to be determined based on the complaint description; this failure mode is typically associated with wear and tear and/or improper technique. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records was conducted. The report indicates that the DHR review, part number: 314.467, lot number: 7473867, release to warehouse date: october 31, 2013, manufactured by synthes (B)(4), no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the head of the t8 screw driver shaft became stripped intra operatively. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.